Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was due to unrelated events. It was reported that the patient had recovered from the peritonitis on an unreported date, but was still ¿under treatment¿ for the event of peritonitis prior to the death (at the time of the initial report). It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis is unknown. The patient was treated for the peritonitis event with injection reflin (dose, route, frequency and duration not reported) and injection tobramycin 80 mg (route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient recovered from the event, but was still under treatment. Dianeal therapy was ongoing. Additional information is not available.